Manufacturer narrative:
Claim# (B)(4).

Event description:
In the article, "smile versus icl in a questionnaire survey investigating intraoperative experience and subjective satisfaction," a study was conducted comparing patients' intraoperative experiences and satisfaction with patients undergoing small incision lenticule extraction (smile) or implantable collamer lenses (icl), where they analyze the latent factors influencing patient's satisfaction. Reportedly, "more severe swelling sensation and photophobia were found during icl." It was also concluded that the icl group suffered more soreness and swelling sensations during the procedure.